Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. However, there is no evidence to suggest that there is an alleged defect with the device.

Event description:
Patient revised during surgery for irrigation and debridement. Tibial insert replaced with same size.